Event description:
User experienced discrepant toxoplasmosis igg results on two different dates for the same pt. Initial result 40 ul/ml, repeated negative by a different methodology. A second sample, in 2008, gave 32 ul/ml and repeated by a different methodology gave very slightly positive results. No information was provided to determine if any adverse events were reported. If additional information is received, appropriate notification will be provided.